Event description:
It was reported that an alarm was heard. Telemetry confirmed that the alarm was due to a ¿reset occurred-low battery¿ message. The reporter thought that the alarm occurred on the day prior to this report. The ¿stopped pump period may exceed tube set¿ message was also noted in the logs. It was noted that the pump showed that there were 11 months until the elective replacement indicator (eri). There were no therapy or medical problems. The pump was filled with saline last fall, so it was not being used for therapy. A pump explant had been planned. At the time of the report, the hcp programmed the pump to off-state. The reporter indicated that the pump would likely be explanted, but did not say when.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
.

Event description:
Additional information received reported the patient's pump was beeping and the patient was having back surgery soon. The patient's pump had preservative free normal saline at the minimum rate. It was also reported the patient's surgeon will remove the pump at the same time as her back surgery. It was reported the patient was going to have back surgery and "doesn't want it anymore." The pump was turned off and the patient stated the surgeon will explant it at the time of her back surgery.